Event description:
Arjo representative was informed about an event involving the citade plus bed, which occurred when the patient was getting into the bed with the help of 3 staff members and 2 family members. During interview the staff reported that they heard a loud bang and the bed started to move while the patient was leaning against the bed. The staff members suggest that the noise they heard was the bed brake disengaging. As the bed started to move the patient fell to the floor ripping the side rail attachments out of the plastic side rail. The staff members also reported that the mattress cover slipped off the mattress during the fall. The staff stated that the bed brakes were activated before the event. No injury was reported.

Manufacturer narrative:
After the event the device was evaluated by arjo technician. The visually inspection confirmed that the side rail was disconnected from the bed. The device functional test revealed that the brake pedal was tested at all four corners in all three modes and is working properly. While the brake was set, the bed did not move when force was applied. A test was performed from the head board, foot board, and both sides. The brakes were working properly during the device testing. The customer allegation that the brakes might not working was not confirmed during the device inspection. Based on the information provided and analysis of the previous complaints and the conducted investigation, that the most likely scenario is that the side rail detached (screws holding the panel were ripped off) due to excessive external force applied. To sum up, the side rail of the bed was detached from the bed frame, therefore the arjo device did not meet the specification. The device was in use during the event. This record was assessed as reportable due to the partially side rail panel detachment from the bed as the detected issue upon reoccurrence may result in the patient fall from the bed. In the complaint at hand the patient lost his balance while trying to get to the bed and detached the side rail.